Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that saturday morning customer had low blood glucose and she was taken to the hospital. The customer's blood glucose this morning was below 20 mg/dl and 26 mg/dl at the time of incident and current blood glucose is 232 mg/dl. The customer treated their low blood glucose with food. The customer was also reported that the insulin pump was delivering insulin when its not supposed to. The insulin pump was returned for analysis.